Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during a endoscopic sphincterectomy (est) procedure. According to the complainant, the device was unable to cut the target lesion, even though electric current was applied. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) the reported event of the device was unable to cut the target lesion. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a autotome rx sphincterotome was used during a endoscopic sphincterectomy (est) procedure. According to the complainant, the device was unable to cut the target lesion, even though electric current was applied. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and the cut wire was intact but discolored. A functional evaluation found that continuity existed between the 2-in-1 connector and the exposed cutting wire, which allowed proper conductivity across the device. The resistance across the 2-in-1 connector and the cutting wire measured within the cutting resistivity specification. The length of the exposed cutting wire was with in specification and the device tip bowed past the 90 degree minimum bowing specification. The condition of the returned incident device was not consistent with the complaint that the device was unable to cut. Therefore, the most probable root cause is not confirmed.